Event description:
On 2 different occasions, nurses discovered the pca delivering more medication than was ordered or programmed. Pt was observed giving himself loading doses. Nurses felt he had desciphered pca code and was programming his own medication. No adverse effects despite large amounts of removal. Pca appeared to be working properly.